Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the third column from the left on the device keypad was not working properly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose connection between the keypad flex and the input/output (I/o) board. The keypad flex requires reconnection to the I/o board to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the keypad. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.